Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a low blood glucose event on (B)(6) 2026. The patient treated the event by carbs intake, after which the event resolved. No further information is available.